Event description:
It was reported that during a da vinci si myomectomy procedure when the customer attempted to remove the permanent cautery hook (pch) instrument the instrument became stuck on the cannula causing pieces from the instrument's insulation to break off and fall into the patient. A fragment from the instrument was retrieved, however, the surgical staff cannot be certain that there are no remaining fragments inside of the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the proximal clevis is broken at the main tube connection point. A piece approximately 9.3 x 8.7 in size broke off the clevis. The main tube distal tip also was damaged with some fibers removed. Engineering concluded that damage was likely due to excessive force applied to the clevis. On april 3, 2012 isi contacted the surgeon and she indicated that the fibroid being removed weighed 385 grams and force on the instrument was used to separate the fibroid from the patient's uterus. One piece from the instrument was recovered, however, she cannot be certain that there is no residual material remaining in the patient's abdomen. No additional surgical procedure was performed to locate the broken instrument pieces, however, it took 30 minutes to locate the broken instrument piece that was retrieved. Per the surgeon, as of april 3, 2012 the patient is recovering well and has not returned to the hospital due to experiencing post-operative complications related to the event. On april 10, 2012 the isi clinical sales representative (csr) present during the surgical procedure indicated that during the surgical procedure, the permanent cautery hook instrument (pch) became non-responsive. The csr instructed the surgical assistant to release and reseat the pch instrument, however, when the surgical assistant pressed the release levers on the instrument, they did not remove the instrument in time with the movement insertion axis on the patient side manipulator, causing the pch instrument to re-engage and catch onto the cannula tip. The force generated from the insertion axis retraction caused the instrument to break. The csr has instructed the surgical assistant on how to properly remove instruments to prevent future occurrences of the reported event. The da vinci si user manual specifically states: general notes and caution * the instrument arm insertion axis will automatically retract when the instrument is removed. If the instrument is not removed in time, the instrument sterile adapter may re-engage the instrument during the insertion axis retraction. If this happens, simply remove the instrument from the instrument arm. Any lateral pressure on the instrument during removal may damage the instrument. As of april 11, 2012 there have been no reported recurrences of the issue at this hospital.